Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found a din rail fuse to be blown. The fuse was replaced and the issue was resolved. The fuses were returned to the manufacturer for evaluation. Analysis confirmed the problem reported on red field return tag "one of the fuses was broken (out of range ohms.)" Continuity testing confirmed one fuse open, one fuse good. An electrical failure mode was confirmed, with the blown fuse being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not power on. There was no patient present when this issue was identified.